Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.